Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: a controller with an unknown serial number were not returned for evaluation. A review of the device history record and log file analysis were not performed since the controller serial number is unknown. As a result, the reported event could not be confirmed due to insufficient evidence. Of note, during a controller power up event, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a moment. Based on the available information, it possible that the reported flashing red alarm can be attributed to a controller power up event; however, there is not enough evidence. Applicable risk documentation and experience with events of similar circumstances were considered; events involving alarms not sounding can be attributed, but not limited, to a damaged speaker and/or a faulty internal component. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a flashing red alarm with no sound when changing power sources and a "low" alarm. The controller remains in use. No patient complications have been reported as a result of this event.